Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. They reported that the system was not working. They had not had any issues until recently. Their urination was a little different, their bladder was hard and were not getting out all of the urine. The patient said that they did not want to cath. They could not get the patient programmer to coordinate with their ins. They had never had to 'pump up' the stim until now. Now that they wanted to 'pump it up' they couldn't. Their left leg/foot was swelling up (like when they first got diabetes). When they tried to connect the patient programmer with the ins during the call, they got 'poor communication' with and without the antenna. Patient services told the patient that the ins might have reached the end of life. The patient was redirected to follow up with their healthcare professional (hcp) to see if the ins had reached eos.